Manufacturer narrative:
A ventec clinical specialist contacted the reporter, a respiratory therapist (rt), who advised that they had troubleshot the device themselves and observed that the nebulizer tubing was bent and patient circuit was upside down. The rt advised that he replaced the nebulizer with one where the tubing was connected at the side and adjusted the patient circuit so that it was in the appropriate position. The rt advised that making these corrections resolved the reported issue and the device was now functioning properly. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the cause of the reported issue was user error.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. The reported issue occurred while the device was being used with a patient for a breathing treatment (via nebulizer). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.